Manufacturer narrative:
The explanted equipment was discarded by the medical facility and will not be available for eval.

Event description:
The pt's system was explanted because a lead was poking through the incision site. The pt was placed on antibiotics for a week to prevent infection.